Event description:
Dr was performing a laparoscopic sleeve gastrectomy using an ethicon echelon linear stapler with an ecr60g load (lot number unknown). The staples were released from the load but some of the staples did not form correctly, resulting in a defect in the staple line. Dr then used a second load with the same stapler to correct the defect without incident. Dr did an egd (esophagogastroduodenoscopy) on the patient in the operating room to check the integrity of the staple line per his usual routine. There was no immediate harm to the patient."we had 1 stapler misfired, but we were able to correct it.the second fire where there was no evidence of cracked staple, we noted the it did not form staple line at all and was opening. I can see it and then the staple did not form v shape at all. We have to resect this staple line that was unformed. We were able to use the same gun. I am not sure what went as a problem with the cartridge or what. We were able to correct this defect without difficulty not compromising the lumen" as per surgeon's operation notes.